Event description:
It was reported that the hub separated from device and remained in cap with bd syringe 0.5ml 31ga 8mm. This occurred on 7 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when the consumer removed the orange cap from several syringes, the whole needle component separates with it.

Manufacturer narrative:
The following field has been updated with additional information (number of occurrences): b.5. Describe event or problem: it was reported that the hub separated from device and remained in cap with bd syringe 0.5ml 31ga 8mm. This occurred on 7 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when the consumer removed the orange cap from several syringes, the whole needle component separates with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9343440. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9343440. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the hub separated from device and remained in cap with a bd syringe 0.5ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that when the consumer removed the orange cap from several syringes, the whole needle component separates with it.